Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k47-20 has a similar product distributed in the us, list number 2k47-27.

Event description:
The customer observed falsely decreased architect anti-tpo results generated on the architect i2000sr processing module for one patient. The customer repeated the sample with a new reagent, same lot, and the results was higher. The following data was provided: customer¿s reference range: 0 to 5.61 iu/ml. Sid (B)(6) initial result = 1.70 repeat result = 8.26 iu/ml there was no impact to patient management reported.

Event description:
The customer observed falsely decreased architect anti-tpo results generated on the architect i2000sr processing module for one patient. The customer repeated the sample with a new reagent, same lot, and the results was higher. The following data was provided: customer¿s reference range: 0 to 5.61 iu/ml sid (B)(6) initial result = 1.70 repeat result = 8.26 iu/ml there was no impact to patient management reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is sid (B)(6). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any increase in complaints for the complaint issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with complaint lot number and complaint issue. Accuracy testing was performed to evaluate the performance of reagent lot 93634un24. An internal architect anti-tpo panel set was tested with a retained kit of the likely cause reagent lot 93634un24. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-tpo reagent lot 93634un24 was identified.